Event description:
The patient reported the pump indicated that the therapy was complete and catheter was pulled, however, patient felt there may have been a malfunction as the medibag still contained medication. There were no reports of any adverse patient events associated with this malfunction.